Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Event description:
According to the available information the implant was explanted and replaced due to a leak in the tubing. The device leaks in the spot where the tubing connects with the reservoir just distal to the lockout valve.

Event description:
According to the available information the implant was explanted and replaced due to a leak in the tubing. The device leaks in the spot where the tubing connects with the reservoir just distal to the lockout valve.

Manufacturer narrative:
Titan pump, cylinders 1 and 2, and reservoir were received for evaluation. Abrasion was noted on both exhaust tubes and the inlet tube of the pump. No functional abnormalities were noted with the pump. No functional abnormalities were noted with cylinder 1. Two separations were noted on the bladder of cylinder 2. This is a site of leakage. These separations have a central groove, indicating contact with sharp instrumentation such as a needle. No functional abnormalities were noted with the reservoir. The information received indicated the device had a leak in the tubing where the inlet tubing connects with the reservoir just distal to the lockout valve, but because no functional abnormalities were noted with the returned components other than instrument damage, the complaint could not be confirmed as reported. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separation in the bladder of cylinder 2 occurred after the device packaging was opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, it was concluded that the separation most likely occurred during or after explant. This separation is not associated with the cause for failure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.